Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, on attachment of the cage to the inserter, the wheel could not fully tighten and cage felt slightly loose. It was tried to tighten using hook as no allen key was available but on inserter the wheel kept loosening. The product came in contact with the patient. No patient complications were reported.